Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 400-over 600 mg/dl. The customer would changed out the infusion set site and a correction bolus was delivered to address the bg level. A cause of the past occlusions could not be determined. A system check was performed using the current supplies on the pump and the occlusion appeared to be within the infusion set tubing; however, the customer reported to have been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer indicated that a healthcare provider would be contacted to discuss switching the type of insulin used to either novolog or humalog.